Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the procedure was to treat the popliteal artery with heavy calcification and heavy tortuosity. The 4x60 mm armada 18 percutaneous transluminal angioplasty (pta) catheter was inflated once to 8 atmospheres and ruptured. Another same size armada 18 pta catheter was used in replacement; however, this balloon also ruptured on the first inflation to 8 atmospheres. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported balloon rupture could not be confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported balloon rupture could not be determined. Balloon material ruptures can be affected by numerous factors including, but not limited to, balloon damage during processing of the balloon material, materials, inflation technique, and interactions with other devices or lesion calcification. In this case, a conclusive cause for the reported balloon rupture could not be determined since the balloon rupture could not be confirmed during return analysis. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: lot # corrected from 4041641 to 4021541. D4: expiration date corrected from 9/30/2027 to 7/31/2027. D4: primary UDI number corrected from (B)(4). H4: device mfg date corrected from 4/16/2024 to 2/15/2024.